Manufacturer narrative:
Five jelco® hypodermic needle-pro® needles were returned for evaluation. Visual inspection found two samples were separated from "pros" and three samples were fully assembled; no sample inspected with the unaided eye revealed any visible non-conformity. Functional testing involved testing devices with water and showed no leakage at luer tapers within 30 seconds and no needle detachment. Based on the evidence, the devices were found within specifications and the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. The customer reported that the device contributed to one reported event. The customer returned five devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the returned devices will be used for the medwatch. The following medwatch reports were submitted: 2183502-2016-02007 and 2183502-2016-02008.

Event description:
It was reported that a jelco hypodermic needle-pro needle detached during vaccination on a patient. The needle was inserted in the skin. During the incident, the needle disengaged from the syringe when pressure was placed. It was reported that the "needle lost to itself of the plastic." The difficulty occurred "before a 3/4 year." The vaccination had to be administered a second time. No patient injury was reported. See MFR: 2183502-2016-02007.